Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a direxion hi flo microcatheter. The device was bloody. Analysis of the tip, inner/outer shaft, and hub/strain relief was microscopically and visually inspected. Inspection found no damage or defects with the returned device.

Event description:
It was reported that the catheter frayed. A direxion hi-flo fathom-16 system was selected for use. During the procedure, when the psi was pushed to 1100, it was noted that the end of the catheter frayed. The device was then simply removed from the sheath. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that the catheter frayed. A direxion hi-flo fathom-16 system was selected for use. During the procedure, when the psi was pushed to 1100, it was noted that the end of the catheter frayed. The device was then simply removed from the sheath. The procedure was completed with another of the same device. There were no patient complications reported.